Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that their front tooth is dying and they have sensitivity to cold, hot or air and pain.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.